Event description:
A customer reported a troponin I result of 0 314 ng/ml to the floor prior to repeat retesting. Upon retest the corrected result of 0.10 ng/ml was reported to the floor. A biased result of this magnitude might initiate cardiac catheterization. There was no report of patient harm as a result of this event.